Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The device was returned to an olympus service center for evaluation. Service identified a worn out socket slider switch causing intermittent use of high intensity mode, and the olympus lamp meter measured out of range (life meter exceeded it's expected life of 500 hours). The device was repaired and returned to the customer. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be conclusively determined. It is possible that there was an issue with scope detection due to wear on the slider switch, causing the reported phenomenon (all the lights on the light source are blinking green on and off). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly

Event description:
A user facility reported to olympus that during a procedure, the evis exera ii xenon light source front panel light was blinking. All the lights on the light source were blinking green on and off. The procedure was completed using the same device. There was no patient harm or user injury reported due to the event.